Event description:
It was reported that the connector was broken while using the bd alaris¿ smartsite¿ needle-free valve. The following information was provided by the initial reporter, translated from (B)(6) to english: open, unscrew and find that the infusion connector is broken by 0.8mm in the PICC catheter connector.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the connector was broken while using the bd alaris¿ smartsite¿ needle-free valve. The following information was provided by the initial reporter, translated from chinese to english: open, unscrew and find that the infusion connector is broken by 0.8mm in the PICC catheter connector.

Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21115852. Further information provided by the customer indicates that the product was damaged at the male, and that the damage was observed during infusion. It was not clear how long the smartsite had been in use for prior to the damage being reported. A review of the production records for lot 21115852 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.